Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) would not power up; the keypad tested out-of-specification in an electrical manner. It was also found that the battery compartment on the lower case would stick, the hanger assembly was broken, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.